Manufacturer narrative:
Dr. Identified failure to osseointegrate as the issue. X-rays and dental implant have not been provided to intra-lock international for evaluation.

Event description:
Dr. Placed implant on (B)(6) 2018. Patient returned on (B)(6) 2018 with mobility issues. Implant removed.